Event description:
It was reported that the patient paused the ilet insulin pump for a shower and subsequently experienced a low blood glucose of 52 mg/dl; the patient treated with oral carbohydrates including approximately 5 ounces of cranberry juice and yogurt, after which glucose readings increased to 91 mg/dl on the sensor and 119 mg/dl by fingerstick, and the patient was advised that reconnecting and performing a supply change would be safe if needed. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose at home without medical assistance. Investigation included user troubleshooting and education regarding safe reconnection and supply change after treatment of hypoglycemia. Investigation of this case revealed no device malfunction and suggested an unclear cause for the hypoglycemic episode following a pump pause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.